Event description:
Healthcare professional reported deformity and capsular contracture baker grade ii. Rupture was diagnosed by ultrasound scan. This relates to the right side. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening and underweight. A microscopic analysis was performed which identify an opening striated in the anterior side. Based on the device analysis the final assessment is: a striated opening in the anterior side assessed as surgical damage.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported deformity and capsular contracture baker grade ii. Rupture was diagnosed by ultrasound scan. This relates to the right side. The device has been explanted.